Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. The serial number of the meter is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care first became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.